Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited intermittent loss of capture. No intervention was performed.

Event description:
Related manufacturer reference number: (B)(4). New information received notes that due to the loss of capture episodes the device was explanted, and the right ventricular lead was capped on (B)(6) 2023. The device and lead were replaced. The patient was discharged.